Event description:
It was reported via report work order that the cot is leaning to one side. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.